Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found two lead to can abrasions breaching the outer insulation and exposing the outer coil wire were noted at 8.7 to 8.9 cm and 9.1 to 9.3 cm from the connector pin. No other anomalies were noted.

Event description:
This report is to advise of an event observed during analysis.